Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to rectocele and vault prolapse. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent partial excision on (B)(6) 2007 due to mesh protrusion into the vagina causing bleeding and pain. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/22/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.